Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 280 mg/dl. The customer stated that in the middle of using insulin pump it will stop delivering and he has to reprogram the insulin pump every time he changed the battery. The troubleshooting was performed. The customer was advised that the insulin pump need to be replaced based on her request.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.